Event description:
It was reported that during service and repair pre-testing it was observed that the foot control had "cable damage". The device was not used in surgery. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been evaluated and returned. The reporter's complaint that the unit had a damaged cable was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to improper handling. Should additional information become available, a supplemental medwatch report will be sent accordingly.